Manufacturer narrative:
Findings: unit had intermittent up button response due to corroded keypad traces. No low reservoir alarm noted. Unit had minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 402 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that the buttons do not respond after trying to change their infusion set. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.